Event description:
It was reported that balloon rupture occurred. There was about 80% stenosis in the middle of left anterior descending artery (lad), 50% stenosis in proximal left circumflex artery (lcx) and 70% stenosis in distal lcx and 50% stenosis in proximal right coronary artery. After a non-bsc guidewire crossed the lesion at the distal end of lad, pre-dilatation was performed with a 2.00mm x 15mm emerge balloon catheter. However, during the first inflation at 14 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.